Event description:
The company was informed that the patient's skin at the implant site has sunken in, due to the absence of bone from the revision mastoidectomy. The site has become a site of chronic external infection, and this prevents the patient from wearing some of her external equipment. It was also reported that the patient has been picking at the skin. Mastoid surgery to resolve the issue has been scheduled.